Event description:
It was reported that this patient's pacemaker exhibited high out of range pace impedances, oversensed noise, and pacing inhibition on the right atrial (ra) lead. The ra lead was surgically abandoned and replaced. The pacemaker remains in service. No testing was performed via pacing system analyzer during the procedure and no damage was seen on the lead. There were no additional adverse patient effects reported.